Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Product cannot be returned-customs issue.

Event description:
On (B)(6) 2014, it was reported that none of the buttons on the patient's infusion device were functioning. No adverse event was reported. The infusion device could not be returned due to legal and customs issues.